Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and one non retracted unit. In addition, two photographs were submitted which displayed similarities to that of the returned unit. Through the visual microscopic evaluation of the unused unit, there were no signs of damage. The unit in the opened package however displayed catheter damage near the tip of the catheter tubing. The damage has the characteristics of a spear through. The v shape that occurs when the needle penetrates the catheter wall is present and skiving is visible around the damage. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' tips were broken before use. The following information was provided by the initial reporter: "the tip of catheter have broken before using."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' tips were broken before use. The following information was provided by the initial reporter: "the tip of catheter have broken before using."